Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
***MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicated a reportable event.***

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient (pt) was needing MRI brain, reviewed that they need to have an MRI to track an angioma. Caller reports MRI mode screen states 'not full body conditional due to abandoned product, lead tip location'. Caller states pt said they have had a "lead tip broken off for some time" that is still implanted. Caller noted pt said they spoke with their hcp about this and the hcp "feels" the system "could be" full body conditional but informed pt that they should at least be eligible for a head only conditional scan. The caller states that they had an MRI 3 months ago. The caller reported that they have fragment left in that they cannot get out because it is deeply imbedded in scar tissue. The caller indicated that the previous system that this fragment was part of was safe for head MRI. Reviewed changes to MRI labeling and if the fragment meets certain criteria then it would not be considered a fragment but only an hcp can determine that. The caller does not have an hcp, reviewed role. Emailed physician listings. The caller noted that the therapy is stimulating the pudendal nerve and because of that, it is hard to find an hcp. The caller noted that they previously met with a rep at the banner health lobby for reprogramming because the stimulation was super high and painful and shocking them when they went into a store. The rep decreased the stimulation. The caller did not know when this was. The caller also reported that something had migrated and reprogramming did not work.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.